Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that when the insulin on board was not set, the pump took the blood glucose amount needed as the insulin on board and subtracted it from the total insulin needed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: the pump was evaluated and found to be operating within required specifications. An ezbg bolus and ezcarb boluses were programmed with no insulin on board. The pump was found to be calculating the boluses correctly. The alleged complaint could not be verified or duplicated.